Event description:
A customer in (B)(6) notified biomérieux of discrepant results when testing a diabetic foot ulcer isolate of escherichia coli with vitek®2 ast-n233 test kit (reference (B)(4)). The customer reported test results as follows: imipenem mic >8 (resistant). With etest, the mic = 0.12; ertapenem mic =1 (susceptible). With etest mic = 0.004. Repeat testing with the vitek 2 n233 card obtained a result of imipenem mic < 0.25, susceptible. There was no impact to the patient; however, there was a 24-hour delay reporting results due to the discrepancy. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed, as a customer in france reported discrepant results when testing an isolate of escherichia coli with vitek 2 ast-n233 cards. The customer reported the test results as follows: imipenem mic >8 (resistant). With etest, the mic = 0.12, ertapenem mic =1 (susceptible). With etest mic = 0.004. Repeat testing with the vitek 2 n233 card obtained a result of imipenem mic < 0.25, susceptible. The customer feels this was most likely an operator error. The strain will not be submitted for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference method. The vitek 2 ast-n233 lot # 6330611103 met final qc release criteria, and the lot passed initial qc performance testing. Ast-n233 lot # 6330611103 met final qc release criteria. This lot passed initial qc performance testing. No ncmrs were written against this lot. Ncmrs were reviewed for the last 13 months (01jul2017-01aug18). No ncmrs were written for the ast-n233 card. Quality systems (qs) review did not indicate a trend for this card lot, and did not identify this complaint as a systemic quality issue.